Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System functions were all verified and voltages checked for specification. Anomalous system error, corrected by reboot. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system displayed a generator error. A system reboot restored function.